Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the unit on-site, where the issue was confirmed. To address the issue, the expiratory pressure transducer printed circuit board (pcb) was replaced, and the safety valve membrane was cleaned. After replacement and cleaning, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the provided device logs confirmed the reported issue with the failed internal leakage test and the pressure transducer test. The replaced expiratory pressure transducer pcb was returned for further investigation. During simulated use testing of the returned part, the initial pre-use check (puc) was successfully completed. Following this, ventilation was initiated. After a few hours of ventilation, the ventilator triggered alarms indicating a low positive-end-expiratory pressure (peep). Immediately after the alarms, another puc was conducted, which revealed failures in both the internal leakage test and the pressure transducer test. The zero-pressure voltage was measured and exhibited a significant offset drift. When measuring the wheatstone bridge, a significant imbalance was found. Additionally, a microscopic investigation was performed, where no dirt, debris, or particles were found inside the pressure sensor's cavity that could impact the pressure sensor's measurements. To determine whether the issue originated from the electronics on the pcb or the pressure sensor itself, the pressure sensor on the pressure transducer pcb was replaced with an alternative one. Following this replacement, the device successfully passed multiple pucs and successfully performed ventilation for 24 hours without triggering any alarms or errors. Our investigation has concluded that the reported problem is due to a broken pressure sensor on the pressure transducer pcb. The cause of the broken pressure sensor has not been determined. The pressure transducer pcb is a part of the pressure measurement system in the ventilator, and a faulty pressure transducer may lead to inaccuracies in pressure measurement, which will be detected during puc. Alarms will be activated if the failure occurs during ventilation.

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.